Event description:
Hill-rom received a report from the account stating the slingbar extremity broke during a patient lift. The patient fell approximately 5 cm onto the bed. The lift was located in the patient room. There was no patient or user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The account found the composite hook on the slingbar broke. A search of the hill-rom preventative maintenance records did not show hill-rom performed any preventive maintenance on this lift. It is unknown if the facility performs preventive maintenance on their lifts. The account replaced the lift slingbar to resolve the issue. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.